Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When stopped you can still push right side of the chair. Spoke with tech. Tech advised gearbox in not locking into gear all the way.